Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the alleging the insulin pump was under delivery as well as reservoir had leak. The customer¿s blood glucose level was 284 mg/dl at the time of incident and current blood glucose level was 86 mg/dl, 90 mg/dl something and 107 mg/dl. Customer¿s different blood glucose level was 300 mg/dl to 350 mg/dl, 120 mg/dl, 270 mg/dl. The customer treated with the insulin pump and insulin pen. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Customer stated that the leak at o ring. Customer was able to perform high pressure test at this time. Customer was assisted with performing the high pressure test and the test result was passed. Customer stated that the insulin pump was exposed to fluid. Troubleshooting was performed for under delivery and leak. The insulin pump will not be returned for analysis.